Manufacturer narrative:
The device history record indicates that the manufacturing documents were reviewed and no complaint related issues were found. The additional evaluation states that the reporter did not allege or identify any specific deficiency; it was observed during pre repair assessment that the unit failed torque test, had loud unusual noise, low rpms rotations per minute, and the ecu electronic control unit got very hot. Evidence indicates this was due to usage wear over time. Placeholder.

Event description:
It was reported during routine service and repair that the small battery drive made loud unusual noises. The ecu gets very hot and after performing tests with lithium the rpms fluctuate low rpm. This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue.(B)(4)